Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es was advanced for dilation. However, during initial inflation at 4 atmospheres for 2 seconds, the balloon ruptured and a pinhole was noted in the middle part of the balloon. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.